Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was scratched. There was patient contact but no reported patient impact. The surgery was completed the same day.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicated the use of a qualified company cartridge and a qualified viscoelastic. The use of an unknown handpiece was indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. File will be reopened when iol is received. The manufacturer internal reference number is: (B)(4).